Event description:
It was reported that this was a venotomy closure of a left common femoral vein using the pre-close technique via a 16.8fr sheath prior to an interventional cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The same 16.8fr sheath was used and the interventional cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 14f. It should be noted that the electronic prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, the instructions for use (IFU) deviation would not have contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use